Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum and maximum temperatures throughout the history log. The device records multiple failed self-tests due to a low battery between the (B)(6) 2010 and the (B)(6) 2014. Multiple manual power ups, some of 10 minutes duration, were recorded between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins, this along with the low temperatures recorded would account for the low battery fails. This did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.